Event description:
Reportedly, a 27mm mitral valve was explanted after an implant duration of approximately (B)(6) due to calcification. Customer reported: I am sending an explanted perimount valve which was implanted in the mitral position of a male patient (dob: (B)(6)) on (B)(6) 2005. He presented with high gradients and pulmonary edema about a month back. He underwent redo valve replacement on (B)(6) 2012 at the age of (B)(6). The valve cusps appeared calcified, stiff and partially opening.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. The DHR review is in progress. The device was received by our facility in (B)(4) for decontamination and shipment to the u.s. To our product evaluation lab. Evaluation results will be reported as soon as completed. No additional information provided by health care provider.

Manufacturer narrative:
Evaluation summary attached: customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp area of leaflet 1, moderate calcification was observed in the cusp area of leaflet 2 and minimal to moderate calcification in the cusp area of leaflet 3. The free margins of leaflets 1 and 2 exhibited moderate calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent outflow and heavy at the stent inflow. Host tissue fused leaflets 2 and 3 at commissure 3 by 4mm. The x-ray demonstrated calcification. Method: x-ray. Additional manufacturer narrative: the evaluation was completed and confirmed customer report of calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.